Manufacturer narrative:
Unit evaluated and repaired by the distributor unit evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the power prongs on the power cord were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.